Event description:
The internal content of the ge amsorb® plus prefilled g-can® absorber canister changes to purple when it needs to be exchanged. New items have not been used and are purple in color.